Manufacturer narrative:
The device in question was returned for evaluation. Visual examination confirmed that the tip of the catheter was missing, therefore, the complaint can be confirmed as reported.

Event description:
(B)(4). According to the information received the user states that a catheter had a tip cut off/open/broken. The product was used without realization and the patient suffered injury to their urethra.